Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician attempted to implant a resolute integrity drug eluting stent in the circumflex artery . Lesion exhibited 90% stenosis, minimal tortuosity and was highly calcified . No anatomical abnormalities were reported. No damage was noted to the packaging and no issues were noted when removing the device from the hoop. The device was inspected post-removal from packaging with no issues noted. Resistance was noted in advancing the device and excessive force is reported to have been used .the physician tried to cross, but the lesion was very calcified. The stent strut is reported to have been bent (deformed) as a result of attempting to cross the lesion. The deformation was noted when the physician removed the device from the patient. The physician completed the procedure with another resolute integrity rx drug eluting stent. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.